Manufacturer narrative:
(B)(4). The customer returned eighteen representative samples of 001205 horizon ti small red 25 pouches with 24 for investigation. The actual sample was not returned. The representative samples were visually examined with and without magnification. Visual examination of the returned samples revealed that the clip cartridges appear typical. No defects or anomalies were observed. The clip applier was not returned. Functional inspection was performed on three of the returned representative samples. Two cartridges from each sample were tested. A lab inventory clip applier was used. All twelve clips in the first cartridge that was tested were properly able to load into the jaws of the applier and close. This was repeated for two more samples with the same results. No functional issues were found with the returned clips. Other remarks: the device history review for the product horizon ti small red 25 pouches with 24 lot#73f1600161 investigations did not show issues related to the complaint. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were only representative samples that were returned and there were no functional issues found with the devices. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip gave way on the side branch of the graft for CABG. The patient's condition is unknown at this time.